Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported difficulty breathing and stated he should have been able to get his heart rate higher than he was able during a stress test. Upper and lower rates were discussed and the patient was referred to his physician. The implantable pulse generator(ipg) remains in use and no patient complications have been reported as a result of this event.